Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, bleeding, infection, urinary problems and other. It was reported that the patient underwent explant on (B)(6) 2009 due to erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00218. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00218. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient underwent mesh excision via a z-plasty on (B)(6) 2014 by dr. (B)(6).

Event description:
It was reported that patient underwent mesh excision via a z-plasty on (B)(6) 2014 by dr. (B)(6).